Event description:
Related manufacturer reference number: 2017865-2022-50955. It was reported that a patient passed away. Device interrogation revealed multiple shocks were delivered from both the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). The physician elected to explant ace the rv and ICD lead. The patient is deceased.